Event description:
It was reported that the external pulse generator had a damaged case and that its ventricular terminal was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was broken and the upper and lower cases were broken. It was also noted that the ring cover and both bail covers were missing, the lead flex cover was broken, the ring and both bails were missing, the battery drawer was broken, the keyboard was scratched and the serial number label was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.